Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 663 mg/dl,538 mg/dl. The customer current blood glucose was 181 mg/dl. The customer was hospitalized on (B)(6). The drive support cap appears normal (slightly indented). The customer was treated with insulin drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device received with cracked case at the battery tube threads, reservoir tube window and reservoir tube window corners. Device received with minor scratched display window and case. Device received with stained end cap sticker. (B)(4).